Manufacturer narrative:
Investigation summary: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use, specifications, manufacturing instructions, and quality controls were completed, and visual inspection of the returned device was conducted during the investigation. The manufacturing documents in place at the time of manufacture were reviewed ad it was found that the device aspects in question were visually inspected by quality control. The risk specification for this product includes the failure mode of unraveling and identifies that multiple risk controls are in place to mitigate the risk of this failure mode. The device history record for the lot number was reviewed. No related non-conformances were identified. A search of our complaint records indicates that this is the only complaint on the lot number at the time of the investigation. The product was returned and appeared to have unraveled. Measurements of the component in question were performed on the wire, and it was found that the device was manufactured to specification. The root cause of this complaint is due to product use/handling related - did not follow instructions/label, as the customer did not follow instructions and withdrew the wire guide through the needle. The risk analysis for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. We have notified the appropriate personnel and continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a turbo-ject® double lumen over-the-wire power-injectable PICC for an unspecified indication. The guide wire unraveled and 'has fallen apart' during placement. The wire was exchanged for a new device. The procedure was completed without further incident. No further patient or event information was provided. The device has been received for evaluation; however, as of the date of this report, the investigation is still pending.